Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring software error detected. The customer¿s blood glucose was unknown at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The customer also previously performed the self test and they were able to pass. It was reported that error was occurred three times and it usually happens when entering carbohydrates to deliver bolus and the insulin pump screen will freeze then it will come up with the medtronic logo after then ask to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 noted in formatted history file. Problem isolated to electronic assembly.